Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the MRI center needed to scan the patient. It was unknown what body part needed the MRI. The patient had pain and the location of the pain was unknown. The change in therapy/symptoms was considered sudden. It occurred sometime this week in (B)(6) 2016. The rep later reported that the patient had not had the MRI yet but they were trying to schedule her. The rep did not know the cause of the pain but the rep thought it was unrelated to the stimulator. The rep did not know what actions were being done by the physician.

Event description:
Additional information received from healthcare provider reported that MRI indicated that patient had compression fractures at t12 and l3 with edema in l3 vertebral body, secondary to falls. The patient was admitted to the hospital on (B)(6) 2016 and had neurosurgeon consultation. The patient had kyphoplasty l3 on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.